Event description:
Reporter stated that the device was placed in use with patient with third-party heat and moisture exchanger. The device was also connected to a ventilator (model/type not provided). According to reporter, the tube became occluded, possibly at the attached hme, and the attached ventilator could not ventilate the patient. The patient experienced oxygen desaturation and bradycardia. The clinician performed an immediate change of the tracheal tube. No permanent adverse effects were reported.

Manufacturer narrative:
Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.